Event description:
Approximately 2 months post implant, communication with device was no longer possible. Device was removed and returned to MFR for eval. Eval indicates that device reached premature end of service due to a defective capacitor. No injury to patient was reported as a result of this malfunction.